Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that difficulty removal occurred. A 035/180 magic torque guidewire was advanced for use. However, when pulling from the catheter, resistance was felt and the guidewire unraveled at the tip. There were no patient complications nor injuries reported.